Manufacturer narrative:
A customer bulletin had been made available to address customers disabling the automatic qc setting on blood gas instruments and failing to reselect and save the aqc option in the setup. Customer has been provided with the bulletin. The event has occurred due to an operator error. Instrument is performing as intended.

Event description:
Customer reported that they did not run automatic quality control (aqc) from (B)(6) 2015 through (B)(6) 2015. Customer indicated that patient samples were being run during this period of time. There was no report of injury due to this event.